Manufacturer narrative:
Insulin pump received with cracked display window corners, battery tube threads, reservoir tube lip and belt clip slot. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she was having high and low blood glucose. Customer would go to bed with normal blood glucose and then wake up with blood glucose of 65 mg/dl. Customer would take a glucose tab. Customer would have blood glucose of 49 mg/dl then take a glucose tab and wake up with blood glucose of 235 mg/dl. Customer's blood glucose was 217 mg/dl. During troubleshooting, device passed the high pressure test. Customer wanted the device replaced. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.